Event description:
Customer reported at 9 am, device = 124 mg/dl. Customer took a dose of insulin. At lunch, device = 54 mg/dl. Customer ate lunch at 11 am. Device = 46 mg/dl at 11:30 am. Customer then became "violent" and had to be restrained. Ambulance was called and their device = 68 mg/dl at 12:30. Ambulance treated customer with a glucose IV and transported patient to the hospital. Hospital device = 18 mg/dl. No other treatment information was provided. No controls usde. Test strips were expired. A request was made for return product and replacement product was sent.